Event description:
The following publication was reviewed: ¿infrarenal aortic endograft infection: a single-center experience¿ (carlota fernandez prendes, et al., vascular and endovascular surgery, published online 22-nov-2018). The article describes a retrospective analysis of a prospective database including all patients who underwent elective endovascular abdominal aortic repair (evar) from 2003 to 2016 in a tertiary center. Seven cases of endograft infection were identified during the follow-up period from a total of 473 (1.48%) evar. It was stated that there were no documented infections between evar and aortic endovascular graft infection diagnosis. The article includes a clinical summary of each infection case. Case 3 that was initially treated with gore® excluder® aaa endoprostheses, was admitted 13 months after evar with abdominal pain. A psoas muscle abscess was identified and treated with surgical drainage given the high surgical risk and overall general condition of the patient. The patient expired 38 months after the diagnosis. The ultimate cause of death was stated to be sepsis and multiorgan dysfunction. The removed sac drainage cultures showed the following: candida parapsilosis, pseudomona sp.

Manufacturer narrative:
H6: updated conclusion code 1.

Manufacturer narrative:
Added method code 4.

Event description:
The following publication was reviewed: ¿infrarenal aortic endograft infection: a single-center experience¿ (carlota fernandez prendes, et al., vascular and endovascular surgery, published online 22-nov-2018). The article describes a retrospective analysis of a prospective database including all patients who underwent elective endovascular abdominal aortic repair (evar) from 2003 to 2016 in a tertiary center. Seven cases of endograft infection were identified during the follow-up period from a total of 473 (1.48%) evar (297 excluder cases). It was stated that there were no documented infections between evar and aortic endovascular graft infection diagnosis. The article includes a clinical summary of each infection case. Case 5 was initially treated on (B)(6) 2005, with gore® excluder® aaa endoprostheses. The patient presented 50 months after evar with fever and lumbar pain and intrasac collection was identified. Conservative management with broadspectrum IV antibiotic therapy was indicated due to the poor general condition, followed by indefinite oral antibiotic therapy upon hospital discharge. The patient expired on (B)(6) 2010, after the diagnosis. The ultimate cause of death was stated to be sepsis and multiorgan dysfunction.